Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer blood glucose level was 51 mg/dl. Customer had treated low blood glucose with food. Trouble shooting was performed. Customer was not reporting symptoms related low blood glucose. Customer allege insulin pump was over delivering because insulin pump was continuously delivering basal even if it hits their low limit. Customer was using insulin pump within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will be and reservoir will not be returned for analysis.